Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer was unable to fill 5 cartridges from the same lot during the load process. Using the same needles and syringes, another cartridge from a different lot was able to be filled. The customer's blood glucose (bg) was 300 mg/dl and an insulin injection was used to address the bg level.